Manufacturer narrative:
Device evaluation of belt sn (B)(4) has been completed. The reported problem (therapy electrodes non-functional) was confirmed. As received, the belt failed the incoming therapy electrode (te) recognition test. Upon evaluation, there was a fractured solder connection at the j2 tab inside of the rear 1-wire therapy electrode (te). The cause of the test failure was isolated to the fractured solder connection. A risk assessment performed on this failure mode indicates that this failure does not preclude the lifevest's ability to deliver a treatment from the other two tes. Per (B)(4), the remaining two tes have sufficient surface area for adult external defibrillation. The device is still able to detect and treat. The root cause of the fracture was an improperly formed solder connection combined with mechanical stress. A 30-day notice ((B)(4)) to address this issue was approved by FDA on 03/27/2015. No adverse event resulted from the fractured solder connection.

Event description:
A u.s. Distributor returned an electrode belt indicating that the therapy electrodes were non-functional.